Event description:
Journal reference: hoving ma, et al. Safety and one-year efficacy of intrathecal baclofen therapy in children with intractable spastic cerebral palsy. European journal of pediatric neurology; 2008: o5.200 p1-10. The aim of the article is to study the efficacy at 12 months and safety up to 24 months after start of continuous intrathecal baclofen infusion, (citb) in children with intractable spastic cerebral palsy. Reportable event: case 9, a female procedural and device ae's included: lumbar swelling persistent nonsymptomatic during sitting, extensive investigation did not show abnormality of the pump and catheter, no further action. Cystitis postop, cured with antibiotics. Non-procedure or device related ae's included: constipation, pressure sore. See mfg report 2182207200805741.